Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. False elective replacement indicator (eri) triggered on 02july2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.

Event description:
It was reported that during implantable pulse generator (ipg) interrogation, message regarding low battery voltage/high battery impedance appeared. However, when cleared, new message indicated battery okay. Pacing mode changed and device reprogrammed to previous settings and all measurements appeared to be normal. Evaluation of device data indicated measurement elective replacement indicator (eri) lock-up issue. No additional actions need to be taken. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.